Event description:
The pt reported blood glucose was 599 mg/dl and he experienced thirst and muscle aches. The elevation was successfully treated by the pt via insulin injection by syringe; there was no medical intervention.

Manufacturer narrative:
Upon examination, the pt discovered insulin leaked from luer lock connection between the infusion set tubing and the cartridge. Pt inspection revealed no visible cracks and he stated connection was tight. The cartridge in question was not returned. A reserved sample from same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failure observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks and foreign material prior to release for distribution.